Event description:
Healthcare professional reports power supply (ac adapter battery charger) overheating. Itc unable to confirm model of power supply, or if supply provided with instrument was used. No adverse event(s) reported. This incident occurred outside the us.

Manufacturer narrative:
(B)(4): itc requested the damaged 110v power supply. No product returned. Result code: customer complaint could not be confirmed. Conclusion: power supply not returned. No conclusion can be drawn. Itc has requested all data required for form 3500a.